Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, and additional information could not be obtained.